Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was dissatisfied with the overall result of his lens implant and had an exchange. There was no delay in treatment or other interventions. Additional information was received and it was learnt that patient was dissatisfied with a near vision acuity of j5. His post-op ucdva (uncorrected distance visual acuity) was 1.0 and ucnva (uncorrected near vision acuity) was j2. No further information was provided.